Event description:
It was reported the patient is unable to establish communication between the ipg and her charger. It was also reported the patient has not charged or used her system in an extended period of time. Surgical intervention will take place at a later date to address this issue.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.